Event description:
It was reported that during intraoperative use of the device, there were issues with the inability to lock or retain cutter tools and poor cutter tool locking performance. There was no patient involved.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined the inability to lock or retain cutter tools and poor cutter tool locking performance. The likely cause of the failure could not be determined. It was also noted that bearings are worn, laser markings are faded, the distal bearing is detached, the tool is unable to be inserted and the test is unable to run. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.